Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of non company viscoelastic and non company injector, which are not qualified for use with associated iol model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, when introducing the iol into the capsular bag, the lens did not come out of the cartridge, and applying pressure to the injector plunger did not yield results procedure was completed. No patient harm has been reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).